Event description:
It was reported during in clinic follow up that the patient was experiencing discomfort due to extracardiac stimulation from the right ventricular (rv) lead. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable.

Event description:
Additional information received noted that the lead had perforated the cardiac tissue.